Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
During internal testing of the internal it was found that the device could get stuck in alarm pause where the timer would reach 0:00 but the device would not automatically come out of the pause condition.